Manufacturer narrative:
Date sent to the FDA: 12/21/2020. H6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: an empty labeled winding former and a dispensed needle/suture of product code sxpp1a405 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to by use of surgical instrument. In addition, the originally curvature was deformed by use. The suture was examined along of the strand and no breakage could be observed; however, some barbs present damaged and body fluids and the fixation tab was broken at one side, marks that appears to be by use of a surgical instrument could be observed in this area. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Rep samples: two unopened samples of product code sxpp1a405 was received for evaluation. During the visual inspection of two unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? Thoracolumbar fascia. How many sutures broke during suturing on this one patient during this single surgical procedure? Four. Lot number? Qbmctt. The following information was requested, but unavailable: did the suture breakage issue occurred in multiple procedures? If yes, please provide pc number for each of the procedures. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? How many sutures broke during suturing on this one patient during this single surgical procedure? Did the suture breakage issue occurred in multiple procedures? If yes, please provide pc number for each of the procedures lot number? Note: events reported in 2210968-2020-09314, 2210968-2020-09316, 2210968-2020-09317, 2210968-2020-09318, 2210968-2020-09319, 2210968-2020-09320, 2210968-2020-09321, 2210968-2020-09323, 2210968-2020-09324

Event description:
It was reported that a patient underwent a spinal surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture broke when sewing. Changed to another suture to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.